Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported that she was feeling like her sugar was high. She had symptoms of ¿lightheadness, dizziness and blurred vision¿ because she was unable to test her blood sugar with her freestyle flash blood glucose meter.